Event description:
Per the clinic, the patient experienced pain and a decrease in performance with the device. Troubleshooting and reprogramming attempts were made. However, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 24, 2022.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on may 27, 2022.